Manufacturer narrative:
(B)(4). Batch # un.k date of event is 2019, event day and month unknown. Captured as 1/1/2019. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported stating the following: "that 69 year old patient with complex medical history and duodenal stricture leading to persistent duodenal ulcer underwent distal gastrectomy with roux-en-y gastrojejunostomy. Medical records provided indicate that 11 days later the patient woke up with pain uncontrolled by medication and small amounts of emesis. 21 days after the initial surgery, the patient underwent a re-exploration of recent laparotomy, extensive and complex lysis of adhesions, drainage of abscesses, resection and revision of duodenal stump, falciform ligament flap coverage of the duodenal stump, and vacuum assisted closure device placement. The surgeon spent an hour and twenty minutes lysing adhesions and noted purulent fluid and necrotic tissue in the abdomen. Specifically, the surgeon noted ¿ultimately there was a small perforation noted at the staple line and at the edge of the duodenal stump.¿ the op report indicates a tx60 device was utilized to staple the end of the stump which was oversewn with 3 ¿ 0 silk and imbricated. The falciform ligament was mobilized away from the liver and placed over the stump as a vascularized pedicle flap. Drains were placed as well as a closure device. There were no complications, and the patient tolerated the procedure well. No operative records from initial surgery are provided. It is unknown what device was used in the initial surgery."

Manufacturer narrative:
(B)(4). Date sent: 8/2/2022. Additional information received.